Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: lightsource turned itself on and drape was burned. The probable root cause is a bad safe light cable. Before operating this device, please read this operating manual thoroughly and carefully. When using a light source, fire and/or severe injury may result to the patient, user or inanimate objects if the instructions in this manual are not followed. All light sources can generate significant amounts of heat (exceeding 41 °c/106 °f) at the scope tip, the scope light post, the light cable tip, and/or near the light cable adapter. Higher levels of brightness result in higher levels of heat. Adjust the brightness level of the camera and the monitor to the minimum brightness necessary to adequately illuminate the surgical site. In addition, adjust the internal shutter of the camera higher in order to run the light source at a lower intensity. Avoid touching the scope tip or the light cable tip to the patient, and never place them on top of the patient, as doing so may result in burns to the patient or user. In addition, never place the scope tip, the scope light post, the light cable adapter, or the light cable tip on the surgical drapes or other flammable material, as doing so may result in fire. Always place the light source in standby mode and disable env mode before the scope is removed from the light cable or the device is unattended. The scope tip, scope light post, light cable adapter, and light cable tip will take several minutes to cool off after being placed in standby mode, and therefore may still result in fire or burns to the patient, user, or inanimate objects. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.